Manufacturer narrative:
The pump has been returned and evaluated by product analysis 07/30/2013 with the following findings: during testing, the display screen was found to be dim and discolored. A test screen was inserted and was found to function properly with no signs of fading or discoloration. Unrelated to the complaint, evaluation revealed an unresponsive vibration motor. The contacts were realigned and the vibration motor responded appropriately. Further evaluation revealed a crack in the battery compartment extending from the threads to the fingerpad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter alleged that the issue occurred gradually and the contrast was set at 10. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.